Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82235029 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, in the shunt case, an attempt was made to expand with the slalom thrill 3x4 80cm 3.7f, but it ruptured at 6 atm. The procedure was completed by changing to a similar product of another company. There was no reported injury to the patient. The device will not be returned for evaluation. Additional information could not be obtained.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, g3, h1, h2, h3 and h6. As reported, in the shunt case, an attempt was made to expand with the slalom thrill 3x4 80cm 3.7f, percutaneous transluminal angioplasty (pta) balloon catheter but it ruptured at six atm. The procedure was completed by changing to a similar product of another company. There was no reported injury to the patient. Additional information could not be obtained. The device was not returned for analysis. A product history record (phr) review of lot 82235029 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be determined. The procedure performed was a shunt percutaneous transluminal angioplasty (pta) case. Arteriovenous shunts are often scarred and fibrous in nature and therefore often resistant to balloon expansion increasing the likelihood of damage to the balloon. Vessel characteristics and procedural factors, although unknown, likely contributed to the reported event. However, without the return of the device for analysis and with the limited amount of information provided, it is difficult to draw a clinical conclusion between the device and the event reported. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, in the shunt case, an attempt was made to expand with the slalom thrill 3x4 80cm 3.7f, but it ruptured at 6 atm. The procedure was completed by changing to a similar product of another company. There was no reported injury to the patient. The device will not be returned for evaluation. Additional information could not be obtained.